Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 00998201718/ femoral stem - revision taper - nitrided/lot # 62934983. Neck taper extended / lot # 62734829. Item # 00877503602 / bioloxâ® delta, ceramic femoral head,/lot # 2787769. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -03130.

Event description:
It was reported that patient underwent a revision surgery 6 years post implantation. Patient reported feeling right leg pain playing golf. X-ray revealed reveled a fracture around the junction of the zmr stem and zmr body. Patient had previous peri-prosthetic fracture due to a fall (stryker product insitu) which was replaced with a zmr construct. Attempts have been made and additional information on the reported event is unavailable at this time.